Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and two months post filter deployment, a computed tomography of abdomen showed filter tilted with apex abutting the dorsal wall and multiple struts perforate the inferior vena cava. It appears to show struts possibly abutting the small bowel and vertebral body. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2014) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with the history of deep venous thrombosis via left common femoral vein approach. Seven years one month and twenty-five days post a filter deployment, it was alleged that the filter had perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.